Event description:
It was reported that there was backflow into an unspecified access set. This occurred during patient infusion with potassium phosphate 30mmol bolus to run over six hours. It was stated that the nurse was hanging a bag on the secondary line and when programming the baxter pump they noticed rapid dripping in the chamber when the patient was only to run at 43 cc/hr. It was further reported that nothing was infusing into the patient but the secondary bag was flowing into the primary bag. The infusion was stopped and the patient was given a new bag to complete the electrolyte protocol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the affected product is ¿clearlink system continu-flo solution set¿, previously submitted as ¿unspecified access set¿. D1: brand name: ¿clearlink duo-vent continu-flo solution set¿, previously submitted as ¿ni¿. D4: catalogue #: the catalogue # is ¿2c8541¿, previously submitted as ¿asku¿. G4: 510k #: ¿k203609, previously submitted as ¿ni¿. Correction to g1 information. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial h10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the membrane blue of the check valve was damaged. The other components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing and the device performed according to product specifications. Additional backflow functional test was performed which revealed backflow of solution in the check valve. The reported condition was verified. The cause of the condition was related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.